Event description:
During service of this device, a cme america biomed tech discovered that the pump entered a motor rotation detection system failure.

Manufacturer narrative:
A cme america quality specialist confirmed a motor rotation detection system failure during start-up. During these intermittent occurrences the pump motor would rotate at high speed for a few seconds before stopping and alarming restart pump. The investigation confirmed that the component, dili, on the motor pcb, would fail intermittently. This component is part of the rotation detection system which includes checking the motor for proper functionality (e.g. Motor not seized) during start up. If the pump detects an issue that prevents acceptable motor rotation, the device responds by increasing current to the motor. The motor will run at a high rate for a few seconds until the error is detected. An over-infusion >50% is possible if multiple conditions are experienced simultaneously. The programmed infusion rate must be very low, less than 2.0 ml/hr. The volume to be infused must also be very low so that the bolus would be substantial in comparison. The pt must be connected to the administration set and the set loaded into the pump when the pump is turned on. According to sm-0115, the bodyguard 323 operator manual, the device should be turned on and the priming function completed before the set is connected to the pt. The root cause of the complaint is component failure after its expected life.

Manufacturer narrative:
The device has been received at cme america for investigation. An investigation into the reported event is on-going at this time. A supplemental report will be submitted when the investigation results are available.